Event description:
When the physician implanted the sensor, he found the cerebrospinal fluid was leaked at the 12cm scale. Changed another one to complete. Additional information informed that it occurred intra-operatively, and no adverse consequences to the patient were verified. The delay was only about 3-5 min, less than 30 minutes. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the device was visually inspected under appropriate magnification. During visual inspection it was verified a damaged at the catheter 13cm mark (not at the 12cm as reported) causing the leakage reported by the customer. It appears that the catheter was pinched with an instrument that may have caused the actual damage. Note that these types of products are 100% inspected for leakage during the manufacturing process. The cause(s) of the damage could not be fully determined. It appears that the device was inadvertently damaged by the customer during use; however, this could not be confirmed. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.